Event description:
New information notes the patient presented in clinic with the implantable cardioverter defibrillator (ICD) in backup vvi status. Several attempts to interrogate the ICD failed. The ICD was no longer able to download any software information. The patient was unaffected due to the ICD in backup vvi with therapies disabled. The indication for implant was generator battery depletion. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Upon receipt, the device was unable to communicate. Electrical testing revealed high current and low internal voltage from the hybrid. The high current drain rapidly depleted the battery, leading to backup operation and subsequent communication failure. An internal hybrid anomaly was identified as the cause of the high current drain and low internal voltage.

Event description:
It was reported that backup vvi operation was observed on the implantable cardioverter defibrillator.